Event description:
The customer reported that the system shut down without command when performing high level fluro. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.